Event description:
It was reported that the insulin pump alarmed for no delivery during the manual prime. Insulin did exit with a manual push but again alarmed for no delivery with the manual prime. The blood glucose reading was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.